Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. For information related to the patient's other implantable neurostimulator. Please refer to manufacturer report # 6000032-2016-00051.

Event description:
The patient reported that they had both of their implantable neurostimulators removed in the same year due to infections. Everything that was implanted was explanted. The patient had a new implantable neurostimulator implanted after these infections. The patient was implanted for failed back surgery syndrome and hip pain from surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.